Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the guide on the bd angiocath IV catheter detached from the hub during puncture. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis. DHR review: a review of the device history record was completed for sub-assembly# 004712bjf lot 7299879 manufactured from (B)(6) 2017 in acam01 machine used in claimed lot 7300956. This lot was reviewed regarding the tests of was analyzed for the "challenge pull off test" and "damaged component" and there were no records that could lead to this complaint. Without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint as being generated by manufacturing process.

Event description:
It was reported the guide on the bd angiocath¿ IV catheter detached from the hub during puncture. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported the guide on the bd angiocath IV catheter detached from the hub during puncture. There was no report of exposure, injury, or medical intervention noted.